Manufacturer narrative:
Device evaluation: the pump has been returned, and it was evaluated by product analysis on 11/20/2014 with the following findings: a eaw 128-fxxx alarm, which is defined as a post delivery motor power supply fault and can be indicative of the type of issue that was reported, was observed in the black box data. The battery compartment was cracked from the threads to the case seal. The pump failed a leak test due to the battery compartment damage, and moisture damage was found inside of the battery compartment. The pump powered on with the returned battery cap, which was unable to secure to the pump case per the instructions for use (IFU). During the investigation, the load step function was performed several times to exercise the motor, and no errors, alarms, or warnings were observed. Evaluation revealed that the pump drew electric current at levels within the specifications. The pump case was removed, and further evidence of moisture ingress was found on internal components. The reported issue was not duplicated. The relation of the observed device failures to the reported issue can not be determined, as the reported issue would have to be duplicated to determine such. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (128-fxxx) issue. It was reported that a replace battery code beginning with 128-fxxx (where x is any number or letter) was present in the alarm history and had occurred 3 times within a 30 day period. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.